Event description:
Blood was leaking from the hemostasis valve of the 6fr maximum xtra hemostasis introducer after inserting a non-abbott 5fr catheter into the sheath. The sheath set was replaced and the procedure was completed. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.